Event description:
I have to clarify that what occurred was not the breaking off of the entire screw head but the cap of the screw into which the star driver went. The portion of the head which actually held the cup in place was, I believe intact and fully functional, capable of performing the task for which it was implanted. Doctor stated that he had never seen this happen before.